Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during initial drain. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the alarm. The cg stated that the issue was resolved. The cg stated the alarm occurred because they left one of the clamps open. Per cg, they did not receive any injury or medical intervention as a result of this incident. The cg stated that they were doing fine and continuing therapy without issues. No allegations were made against any of the home patient?s dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.